Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1195587. Medical device expiration date: 31jul2026. Device manufacture date: 14jul2021. Medical device lot #: unknown. Medical device expiration date: na. Device manufacture date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano pro¿ 4mm pen needle the needles were unable to press medication through. This occurred three times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that needles do not allow insulin through.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano pro¿ 4mm pen needle the needles were unable to press medication through. This occurred three times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that needles do not allow insulin through.